Event description:
During a site visit it was reported that a methotrexate under infusion occurred on the 3 east unit. The patient was ordered to receive a 24 hour infusion. The initial 11.75 hour bag hung was two hours behind and that was noted the pump was switched out, and the second 11.75 hour bag hung. Pump given to biomed to be looked at and the pump accuracy failed. Patient had no adverse effects and did receive the entire prescribed dosage.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
During a site visit it was reported that a methotrexate under infusion occurred on the 3 east unit. The patient was ordered to receive a 24 hour infusion. The initial 11.75 hour bag hung was two hours behind and that was noted the pump was switched out, and the second 11.75 hour bag hung. Pump given to biomed to be looked at and the pump accuracy failed